Manufacturer narrative:
According to the olympus account manager, the cavity mode was reportedly set to normal, and the flow rate medium at 10mmhg. The question was posed concerning alarm volume, this cannot be changed, however one can delay the alarm time from 0 to 4.5 seconds. The alarm will sound if set point is exceeded by 5mmhg. To date, the device is not expected to be returned to olympus for evaluation. The investigation is ongoing and follow up is currently being performed with the user facility. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that there was an excessive pressure warning sound while using the high flow insufflation unit. The issue occurred during a procedure. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned, and a root cause could not be identified. The subject device serial number is unknown, and the manufacture date was not identified; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented for additional investigation results see h7 and h9.